Event description:
It was reported that multiple temperature alarms occurred. Customer's blood glucose was between 150-300 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.